Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, after which pump powered back on without recurrence of malfunction code, and technical support advised customer to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.